Event description:
Caller claimed physician placed and sutured a tracheostomy tube, then attempted to connect an inner cannula into the tube. The inner cannula reportedly did not fit. Caller said that clinicians then noted the tracheostomy tube was a different model than what was labeled on the box. Caller said they then attempted to place a different model than attempted to place a different model of inner cannula into the tracheostomy tube, and it did not fit. The original tube was reported removed and replaced in with another, requiring replacement of stitches.